Manufacturer narrative:
B4.date of this report 19 dec 2025. G3.date received by the manufacturer? 19 dec 2025. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support, and the escalation response was provided. The case was escalated again, and the user was requested to re-link their sensor and continue using their system normally. The user agreed. Per dms review, the system is being used with updated firmware version and there is information up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.